Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2020-31956. It was reported the patient experienced a fall and fractured their leads resulting in loss of effective therapy. As a result, surgical intervention took place during which the existing leads were explanted and replaced. Effective therapy established post-op.